Manufacturer narrative:
Concomitant medical products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3998, lot# l94703, implanted: (B)(6) 2001, product type: lead. Ubd: (B)(6) 2005, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) regarding an implantable neurostimulator (ins) for the treatment of peripheral neuropathy. It was reported that the patient's stimulation stopped working after a recent fall approximately a month ago. Impedance testing revealed that electrodes zero and seven were greater than 4000 ohms through their old ins. The lead itself was tested via an ens and it showed electrode three greater than 40,000 ohms at 3 volts. The testing was repeated a couple of times to confirm consistency. The old extension and battery were removed and replaced. Good connections were noted and a repeated impedance test consistently showed number three electrode was out of normal range. The issue was noted as resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.